Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call the insulin pump had a constant tone and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a high pitched noise and unable to rewind. No significant events leading to the issues were observed. Customer reported that the display did not return even after the battery has been replaced and the buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display, low battery alert and audio/beep anomaly noted.